Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose value was unknown at the time of incident. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The unexpected restart alarm occurred shortly after inserting a new battery. The customer was advised to remove the current battery from the insulin pump and insert a new battery and insulin pump again alarmed unexpected restart. The insulin pump will not be returned for analysis.